Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against composix e/x. It is alleged that the patient sustained injuries on (B)(6) 2007. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b7, d3, d4 (product catalog no, corporate lot no, UDI no), d.6b (date of explant), g3, g4, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against composix e/x. It is alleged that the patient sustained injuries on (B)(6) 2007. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005- patient was diagnosed with incarcerated hernia thereby underwent laparoscopic repair with implant of composix e/x mesh. Per op notes, ¿hernia sac was identified in the abdominal region and was dissected. A composix e/x mesh was placed into abdominal cavity and sutured¿. (B)(6) 2007- patient was diagnosed with incarcerated recurrent incisional hernia, thereby underwent open repair with explant of composix e/x mesh, implant of synthetic mesh. Per op notes, ¿bands of scar tissue was excised which caused obstruction. The hernia sac in the abdominal region was dissected. Small bowel was found densely adherent to the composix e/x mesh and was lysed. The composix e/x mesh was excised and a synthetic mesh was placed and sutured¿.